Event description:
The company was informed that the patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.